Event description:
Approximately 4 year(s), 1 month(s) and 6 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with pain and increasing radiolucency's/osteolysis on imaging. The patient underwent standard reverse revision surgery with the removal of the humeral tray, humeral liner, glenoshpere locking screw, and compression screw/locking cap. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-12 - equinoxe humeral stem primary press fit 12mm: (B)(6) 315-35-00 - glnd kwire: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6) 320-15-01 - eq rev glenoid plate: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq reverse torque defining screw kit: (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6).

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. D1: corrected. D4: corrected. G4: corrected. H6: corrected investigation clinical codes.